Event description:
On (B)(6) 2012, pt reported the infusion device displayed an e4 occlusion error when she bolused. She disconnected the infusion tube from the headset and successfully primed. She inserted a new headset and successfully bolused. The infusion set was requested for evaluation. Follow-up was completed later the same day. Pt reported her blood glucose had been elevated for the past 2 weeks, and she sought treatment at the emergency room on (B)(6) 2012 because she was not feeling well and had a cold. Her blood glucose was 397 mg/dl, and her normal blood glucose is 130 mg/dl. She was not admitted to the hospital and received a CT scan of her abdomen, an IV to treat dehydration, and insulin to decrease her blood glucose. She reported she would have been able to deliver the insulin herself. Follow-up was completed on (B)(6) 2012. She had a doctor's appointment on (B)(6) 2012, and no adjustments were made with the infusion device. Her blood glucose had returned to normal. Three additional attempts were made to clarify the cause of hyperglycemia, but these were not successful.